Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed that the reported complaint. The investigation results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not start up and became inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. An investigation determined that the reported complaint was due to the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not start up and became inoperable. There was no patient harm or serious injury reported as a result of this incident.